Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser recanalization catheter products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported material separation as no objective evidence was provided for review. However, the investigation is confirmed for the reported improper or incorrect procedure as the device was used against the instruction for use. A definitive root cause for the reported material separation could not be determined based upon the provided information. Labeling review: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure by using the cto crosser catheter. It was reported that during the procedure, the catheter tip was allegedly detached. The procedure was completed using another device. There was no reported patient injury.